Manufacturer narrative:
The reported event could be confirmed however a thorough product investigation could not be performed since only 2 fragments of the plate were returned. Based on the available information, the root cause for the reported event could not be determined.

Event description:
Patient had a non-union on their lefort osteotomy, hardware was removed to replate the osteotomy. Upon removal, surgeon discovered that the plates had all broken. Once removed, surgeon fixated the osteotomy with new hardware.